Event description:
Healthcare professional reported "correct settings for infusion. Only partially infused medication. Had to switch pumps to complete infusion. No warnings/alerts on screen." Medication being infused was unknown. No patient injury reported.

Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.

Manufacturer narrative:
Z-800wf pump 500010 was flow rate tested with a flow rate deviation of 1.77% which is within manufacturing specifications. Reported issue was not confirmed. Pump meets passing criteria.